Event description:
It was reported that the patient expired due to unknown reasons after an implant duration of approximately 0.03 month. It is unknown if the death was device related. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.